Event description:
A patient reported that after undergoing cataract surgery with implantation of the crystelens intraoacular lens, her vision was blurry. Information obtained from the patient's ophthalmologist indicates that the patient has 2.0 d of induced astigmatism (not present preopetatively). The patient is currently under the care of her physician and additional information has been has been requested. At this time, the association between the event and the iol is not known.

Event description:
The physician reports that the patient's k-readings were fluctuating due to prior lasik surgery. The physician is waiting for corneal stability before considering intervention. The patient's current manifest refraction is 5.50 + 1.75 x 146 and bcva is 20/20-20: the preoperative values were not provided.